Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had a broken belt clip. The blood glucose reading was 48 mg/dl, which she treated with orange juice. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.